Event description:
It was reported patient underwent an initial hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013, due to an unknown reason. The biomet liner was removed and replaced with biomet head and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.